Event description:
Pt had smart port inserted in 2009. X ray five months later revealed a crack in the catheter. In the same month, the pt underwent removal of the device and placement of new vascular access device with subcutaneous port. The catheter that was removed was found to have a crack at 9.5 cm.